Event description:
Healthcare professional reported right side rupture confirmed via MRI and exchange of textured device due to patient's concern with product. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, b.6, d.6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure observed, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture confirmed via MRI and exchange of textured device due to patient's concern with product. The device remains implanted.

Event description:
Healthcare professional reported right side rupture confirmed via MRI and exchange of textured device due to patient's concern with product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.